Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 302 mg/dl. Reportedly, the customer believes the reason for the elevated bg level is possibly due to site damage; however, during troubleshooting with tandem technical support, the customer declined to remove site to continue with troubleshooting. Therefore, the cause of the elevated bg was not able to be verified. The customer administered a manual injection to stabilize bg level.